Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked display window corners, minor scratches on lcd display window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were exercising at the gym prior to the alarm. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.